Manufacturer narrative:
(B)(4). The clip delivery system remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the increased mitral regurgitation and intervention. It was reported that on (B)(6) 2017 one mitraclip was successfully implanted, without issue, for treatment of mitral regurgitation (mr) of grade 3. The mr grade post procedure was 1-2 and the patient remained stable. On (B)(6) 2017, during a long flight, the patient experienced a hypertensive crisis. Upon arrival in (B)(6), the patient was rehospitalized, found to be in acute renal failure, with a hematoma and thrombosis in the femoral vein. The patient was placed in a medically induced coma for a few days. Medication was administered and a vena cava filter was implanted. At some point, the patient developed atrial fibrillation. In the physicians opinion the patient condition was related to the implanted clip. On (B)(6) 2017, mr was noted to have increased to 4+. Another clip was implanted reducing mr to 2+. On (B)(6) 2017, an echocardiogram noted that the clips remained well positioned and the mr remained at 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of death, atrial fibrillation, hematoma, hypertension, worsening mr, renal failure and thrombosis as listed in the mitraclip system instructions for use, are a known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed 30-day medical device report, the following information was received: the patient died on (B)(6) 2017 due to multi-organ failure. No additional information was provided.